Event description:
A nurse reported that during phacoemulsification, a phaco issue was experienced. Troubleshooting included tightening the phaco tip, without success. The case was completed without any harm to the pt, but it is not known whether the system and/or hand piece was switched out. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).